Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire tip fracture occurred. A 035/180/3mm jtip amplatz super stiff guide wire was selected for use. However, during unpacking when the device was taken out from the package, it was noted that the tip of the wire was already bent and kind of fractured. The device was never used inside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original. The unit returned has coil damage, as part of overall visual revision. The device has the distal end stretched and kinked, it does not have evidence of fracture. Overall length of the coil couldn't be measured due to the device condition due to stretched coil. Outer diameter (od) of distal tip couldn't be measured due to the device condition due to stretched coil. The od of the middle of the device and the proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a guidewire tip fracture occurred. A 035/180/3mm jtip amplatz super stiff¿ guide wire was selected for use. However, during unpacking when the device was taken out from the package, it was noted that the tip of the wire was already bent and kind of fractured. The device was never used inside the patient. No patient complications were reported.